Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line was pulled and became broken. There was no adverse impact to customer's blood glucose level. Customer changed the cartridge to resolve the issue and successfully resumed insulin therapy.